Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio-control replaced the power and contact pcb assemblies and observed proper device operation through functional and performance testing.  The device has been returned to the loaner pool for use.

Event description:
During a device evaluation, it was observed that the device was intermittently losing power when switching between batteries. This device is a loaner device owned by physio-control.  There was no report of any patient use associated with the reported issue.